Event description:
On 9/20/2005, co learned that no sample is available for eval and that the nature of the complaint appears, at this time, to have been a non-device-related stenosis, and not a reaction.

Event description:
The doctor claims that the patient had a reaction during the procedure. The device was removed. No further information has been reported at this time. In 8/2005, the company learned that the doctor had no specific issues with the patch and that no further information concerning this incident is attainable.